Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found foreign material that couldn't be removed. There was an air/water flow issue. The adhesive part of the bending rubber was worn out. There was a defect on the universal cord due to excessive stress due to handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had air/water leakage. Inspection and testing of the returned device found foreign material that couldn't be removed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a solid and dark foreign material, however, the foreign material in the nozzle was unable to be further specified. No no obvious deviation from reprocessing was confirmed. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device (cleaning of the nozzle) according to the instructions for use (IFU) to prevent further recurrence of the suggested phenomenon. Olympus will continue to monitor field performance for this device.